Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a broken foot and was found to have a piece missing from foot plate. It was determined that the tip was missing a piece of the foot plate. It was further determined that the bearings and spacers were corroded. It was determined that the cause of the device malfunction was due to failure to follow the directions for use. Thus, when the burr was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill was started, the burr drilled into or through the neuro tip, causing it to fracture. Therefore, the reported condition was confirmed. The assignable root cause of the tip issue was determined to be due to user error, misuse/abuse and the corrosion was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the foot was broken on the craniotome device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.